Event description:
A caller reported that there was a malfunction with the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer will use mdi as a backup therapy until the replacement arrives.